Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma.

Event description:
Physician reported fluid build up on right and "ran tests which came back as positive for alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Treatment is currently being discussed with patient. Affected side is right. The device remains implanted.

Event description:
Effusion identified via imaging. Pathology has been received and the marker of cd30+ has been reported; alk- has not.